Event description:
Procedure was treatment to stenosis lesion with calcification to proximal rca, mid rca and from distal rca to posterior descending. This atlantis sr pro2 got stuck to the placed vision 3.0/28mm stent and it was unable to remove from pt, then this atlantis sr pro2 was removed surgically. Pt had lmt 50% stenosis and diffusible stenosis of lad and the pt had predetermined to undergo bypass surgery. The pt had operation because of ami. Procedure info: 6fr mach1 jr4.0 was approached from right radial and carried out injection of a contrast media, and the stenosis was confirmed. Proximal rca 90%, mid rca 75% and from distal rca to the posterior descending 75% diffusible stenosis. Then proximal rca had complete obstruction by thrombus. Therefore, an athlete soft guide wire was inserted and the thrombus was aspirated by a 6fr eliminate. Then proximal rca confirmed timi 3. Mid rca was dilated by a vision 2.45/20mm balloon catheter. 1st deflation: 6 atms/15 sec. 2nd inflation: 6 atms/15 sec. Next, proximal rca was dilated by same vision 2.45/20mm balloon catheter. 1st deflation: 8atms/15 sec. Next, a vision 3.0/28mm stent was placed to mid rca. 1st inflation: 9 atms/15 sec. 2nd indeflation: 16 atms/15 sec. Next, this atlantis sr pro2 inserted until the distal rca without difficulty, and the imaging was carried out until "aorta". This atlantis sr pro2 pulled back in order to remove. (At this time, the transducer position was pulled to proximal.), but it was unable to pull because it had stuck into the vision stent. The distal marker was seen to position of 20mm from the stent distal edge. Then the transducer was moved to distal side and the atlantis sr pro2 was re-pulled back, but this atlantis sr pro2 did not move. Then pushed to distal side, but this atlantis sr pro2 did not move. After the athlete soft guide wire was removed from this atlantis sr pro2, this atlantis sr pro2 was pulled back. But, at this time, the deformation to 30% of the stent distal portion was seen. This condition was inferred from the image of the x-ray. Next, re-dilatation of the deformed stent was carried out. The 6fr mach1 jr4.0 and pt2 ls guide wire was able to insert without difficulty, but the sprinter 1.5/15mm balloon catheter was unable to cross to the stent. Therefore the stent was unable to dilate. (At this time, the blood no-flow was seen). Then the pt was transferred because of surgical operation. The blood flow was remedying to timi3. After opening the chest, the mid shaft of this atlantis sr pro2 was cut and it was pushed several times to distal side. The distal shaft was able to be removed. Proximal shaft was removed along to sheath. The stent was not removed. Then bypass operation of rca and lad was carried out, this procedure was completed. The pt condition is stable. Physician's opinion: it was thought about possibility that the stent was not dilated enough because the lesion had hard calcification. And this stuck may had occurred.